Event description:
On (B)(6) 2025 the patient reported they have not met with the surgeon yet, so the cause of the reported issues was not determined. Their appointment with the surgeon was scheduled for (B)(6) 2025. The pt noted they had (or will have) an MRI and CT scan. Patient weight was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator, a pain stimulation implantable pulse generator (ipg), was in end of service (eos) status and required replacement. The stimulator had not functioned since 2018, as the battery went dead and could not be restarted. The individual experienced back problems and was denied a magnetic resonance imaging (MRI) due to the implant. There was also a previous difficulty in obtaining an MRI for the shoulder, which took a year to resolve. The patient was redirected to their healthcare provider to further address the issue.